Manufacturer narrative:
Combination product: yes the returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon is well folded and shows no signs of inflation. The balloon has a strong kink in its center. Stent imprints on the exposed balloon surface indicate that the stent was initially crimped centered on the balloon. The stent was returned separately in a plastic beaker. The stent is kinked and appears pinched in its center. Further, the device shaft is kinked at the skive. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro drug-eluting stent system was chosen for treatment. After preparation during procedure it was detected that no stent was on the balloon. The stent was found outside on the sterile field next to the y-connector. Another stent was used to complete the procedure.